Event description:
The customer reported being in the emergency room due to high blood glucose of 307mg/dl. Troubleshooting was performed. The caller stated that the buttons were unresponsive. The customer stated that the up arrow does allow navigating the screens, but the down arrow was stuck. The caller stated having issues the keypads since two months ago. While attempting to program a bolus it was found that the maximum bolus and the maximum basal rate were set up to 0.0 units. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had cracked display window corner.